Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubings were torn before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information: customer returned four bc191 flexitrunk infant nasal tubings for investigation. All the tubings received are from same lot# 2100688116. Method: all four bc191 flexitrunk infant nasal tubings that were returned to the fisher & paykel healthcare (f&p) in new zealand for evaluation were visually inspected. Results: visual inspection of the four returned devices revealed that all had damage to the tubing. Conclusion: the tears are likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was torn before use. There was no patient involvement.